Event description:
It was reported to philips that the unit powered on with multiple error messages due to a faulty cable. There was no patient involvement. A customer requested assistance from an remote philips service engineer (rse). Per the customer the unit was experiencing error message when turned on. Due to the noted issue, the remote service engineer re-ran all the testing, and the error message disappeared. Upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required. At this point in time, philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device passed all required testing and was deemed fit for use. The device remains at the customer site. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the unit powered on with multiple error messages due to a faulty cable. There was no patient involvement. A customer requested assistance from an remote philips service engineer (rse). Per the customer the unit was experiencing error message when turned on. Due to the noted issue, the remote service engineer re-ran all the testing, and the error message disappeared. Upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required. At this point in time, philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device passed all required testing and was deemed fit for use. The device remains at the customer site. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.